Event description:
It was reported that during the implant procedure, the right ventricular lead exhibited loss of capture, loss of sensing and a lead impedance measurement anomaly. Attempts to reposition the lead at a site with good values were unsuccessful. The lead was no longer used and a new lead was implanted. There were no adverse consequences for the patient.

Manufacturer narrative:
UDI (di): (B)(4).